Event description:
Customer reported circuit board burned and unit had no power.

Manufacturer narrative:
It was reported that a statspin centrifuge unit had no power and burnt circuit board. No injuries reported. No visible flames, smoke, or fire department being called, however, there is evidence of charred materials. The cause is undetermined.